Manufacturer narrative:
The reported event of the lead body was twisted was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood and tissue. An x-ray examination revealed the inner coil inside the connector region was over torqued consistent with procedural damage. A visual examination revealed the outer insulation was twisted along the lead consistent with procedural damage which caused the reported event. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual and x-ray inspection of the lead revealed no anomalies except for procedural damage.

Event description:
It was reported that the right ventricular (rv) lead was twisted when it was taken out of the packaging prior to the implant procedure. The rv lead was not used and a new lead was implanted to resolve the event. The patient was in stable condition.